Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on anterior assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks, wear abrasion and crease fold observed on the device.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.